Event description:
The event is reported as: complaint alleges that the concha bottle on the heater was allowed to run dry and it went unchanged long enough that eventually the circuit was dry. No reported patient injury.

Manufacturer narrative:
There is no sample or lot # to investigate. Conclusions- manufacturer cannot evaluate device. If a sample or lot # is provided in the future, this complaint will be reopened. Manufacturer will continue to track and trend this complaint. No corrective actions taken.